Manufacturer narrative:
According to the customer in (B)(6) 2023. A foley catheter had a "detached temperature probe". Due to this, the catheter was removed and replaced. No additional information is available at this time. The sample was returned for evaluation and a definitive root cause cannot be determined at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer in (B)(6) 2023. A foley catheter had a "detached temperature probe". Due to this, the catheter was removed and replaced.